Manufacturer narrative:
Device not returned.

Event description:
It was reported that the control iq software did not function as intended. Reportedly, the control iq software suspended insulin when not intended. Customer's blood glucose was 180 mg/dl. Customer declined troubleshooting with tandem technical support and declined to provide further information.